Event description:
It was reported that the patient presented in the hospital for lead replacement. It was noted that the right ventricular (rv) lead exhibited over-sensed noise which resulted in pacing inhibition and pre-syncopal episodes. The lead was explanted, and the patient was discharged without adverse consequences.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece. A visual examination of the lead found an external abrasion that breached the outer insulation and exposed the outer coil distal to the suture sleeve tie-down impression. The cause of the reported event was isolated to external abrasion, consistent with friction to another device or features of the heart.